Manufacturer narrative:
G4: 04feb2020. B4: (B)(6) 2020. The customer stated the issue was addressed and did not provide further information on what was done to repair the device. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/08/2020.

Event description:
It was reported that the ventilator alarmed an error code blower temperature too high. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and found that both the air inlet and fan filters appear to be occluded with debris. The customer was advised to replace the filters.